Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient's mother called in on behalf of her son to report a pod failure. The needle did not deploy the cannula into the skin and that there was insulin leaking. The patient's blood glucose levels were between 70 and 120 mg/dl. The pod was worn between 4 and 24 hours and was discarded after removal.